Manufacturer narrative:
Patient is a smoker with a history of previous pad. Index procedure was prompted by stable angina. One resolute integrity stent(rsint30026jx) was used in the previously reported tvr.

Event description:
Cec has adjudicated that the previously reported mi was a tv non qmi.

Manufacturer narrative:
Cec has adjudicated the mi has having no relationship to the study device.

Event description:
A resolute integrity drug eluting stent was implanted in the rca during the index procedure. Approximately 8 months post index procedure patient suffered stemi and revascularization of the target vessel was carried out. Cec adjudicated the revascularization is a tvr and the stemi as a mdt and arc mi.

Manufacturer narrative:
(B)(4).